Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 250 mg/dl. During a systems check with tandem technical support it was discovered that cold insulin was used within the cartridge. Customer was educated on cartridge/insulin labeling.

Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.